Event description:
Customer reported a pixel issue on pump display that affected the ability to interact with and read the screen. There was no reported adverse impact on the customer's blood glucose level. As a resolution, technical support arranged to replace the pump. Customer planned to use multiple daily injections as a backup therapy, received instructions on putting the pump into storage mode, and understood the process for returning the pump with a prepaid label.